Manufacturer narrative:
According to available information no return of product is intended. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. Post procedure, it was noted this lead was dislodged. The following day a revision procedure was performed. Attempts to reposition the lead were unsuccessful. No adverse patient effects were reported.